Event description:
The spring wire guide was kinked during puncture to the patient. No patient harm reported. The patient's condition is reported as fine.

Manufacturer narrative:
(B)(4). The customer returned one, opened cvc kit for analysis. Signs-of-use in the form of biological material was observed on the guide wire body. Visual analysis of the guide wire did not reveal any defects or anomalies of any kind. Both welds appeared to be spherical and intact. The dilator was observed to have a slightly crimped tip; however, it was later confirmed from the sales representative that this defective was not observed by the customer. Therefore, it cannot be determined when this damage occurred. The guide wire length measured 601mm, which is within the specification limits of 596mm-604mm per the guide wire graphic. The guide wire outer diameter measured .802mm, which is within the specification limits of .788mm-.826mm per the guide wire graphic. The guide wire was inserted through the returned ars/introducer needle subassembly. Little to no resistance was observed. Performed per IFU statement, "advance guidewire into arrow raulerson syringe approximately 10 cm until it passes through syringe valves or into introducer needle". A manual tug test confirmed that the distal and proximal welds were secure and intact. A device history record review was performed, and no relevant findings were identified. The IFU provided with the kit informs the user, "do not withdraw guidewire against needle bevel to reduce risk of possible severing or damaging of guidewire". The IFU also states, "do not apply undue force on guidewire to reduce risk of possible breakage". The report of a kinked guide wire could not be confirmed. Visual analysis of the returned guide wire did not reveal any defects or anomalies. Additionally, the guide wire met all relevant dimensional and functional requirements, and a device history record review did not reveal any relevant findings. Based on the customer report and the sample received, no problem was found with the returned guide wire. Teleflex will continue to monitor and trend for reports of this nature.

Manufacturer narrative:
(B)(4).

Event description:
The spring wire guide was kinked during puncture to the patient. No patient harm reported. The patient's condition is reported as fine.